Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. Device remains implanted.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on diaphragm valve (valve bond edge) and voids observed in the textured part of the valve (1.5mm), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. A sharp opening on diaphragm valve (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. This observation has no relation with the reported event. According to the current risk documents the event of void in valve is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event (only pr# 2386163 in (B)(6) 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Device has been explanted.